Manufacturer narrative:
Device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The device was not returned for evaluation. The reported complaint was unconfirmed. Root cause analysis could not be completed. Device identifier #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A technical service associate reported on behalf of the customer that an a1114 mayfield infinity skull clamp was having difficulty with final positioning to the patient on (B)(6) 2019. Additional information was received on (B)(6) 2019 indicating that the surgeon stated that the skull clamp did not close and clamp as smooth as the loaner; the customer had to pull the quick-release lock for the surgeon to advance the clamp. The problem was discovered during set-up for a craniotomy procedure. There was no patient injury or surgery delay reported.